Manufacturer narrative:
The insulin pump did not have an scrolling numbers anomalies during testing. There were no button error alarms either. The pump had an unresponsive button due to a corroded keypad trace. A displacement test could not occur due to the unresponsive button. The following physical damage was also noted: cracked battery tube threads, cracked reservoir tube lip, minor scratches on the lcd window, and a cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the insulin pump's buttons caused the numbers to cycle uncontrollable while she was programming a bolus; then the pump alarmed with a button error. The patient's blood glucose at the time of incident was 175 mg/dl. Troubleshooting was initiated for the button error alarm. The customer stated that she kept the pump in her pocket or clipped to her pants. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.